Manufacturer narrative:
(B)(4). Device availabe for evaluation: the locking ring portion of the device was returned on dec 16, 2022. Product will not be returned to zimmer biomet for the investigation as the product remains implanted.once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02839.

Event description:
It was reported that during a left hip revision. The surgeon was unable to seat the liner into the cup properly. The surgeon replaced the locking ring of the cup and used a new liner to complete the surgery. There was no harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment, it was found that the returned locking ring was part of the liner component and not the cup. Therefore, this device is not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.